Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom technical support on (B)(6)2014 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6)2014.